Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a lack of connection to the internal device due to excessively thick skin flap tissue. The patient underwent surgery on (B)(6) 2013, to excise skin flap tissue. It was also reported that, subsequent to this procedure, the connectivity issues were resolved. The implanted device remains.